Event description:
Customer returned a custom device murphy ball probe requesting repair or replacement. Customer was contacted and it was learned that the ball portion of the instrument broke off and is missing. Customer reports it may have fallen into a patient.